Manufacturer narrative:
(B)(4). Date sent: 4/7/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # x94886. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcm20 device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿jaw cutting" and ¿hemostasis controllable". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for lot # 660a56. When the DHR is completed, a supplemental medwatch will be sent. Additional information was requested, and the following was received: please provide more details about how ¿it tore vessel.¿ did clip cut vessel? The jaws of the appliers caused slight damage resulting in a tear. Did jaws cut vessel? No. Just slight tear. Was there any bleeding? Controllable oozing if yes, how was the bleeding controlled? Fired an additional clip. What amount of blood loss (mls) occurred? As per surgeon, minimal. Not recorded was a transfusion required? No was there any change to the procedure as a result of the event? No what is the current patient status? Procedure completed as originally planned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the unknown procedure, when the clip applier was fired it tore the vessel. The procedure was delayed. They ligated the torn vessel. There were no patient consequences.